Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 07dec2020.

Event description:
It was reported that the ventilator's keypad was defective. There was no patient involvement. The customer was provided with a quote for service/repair.

Manufacturer narrative:
G4:28jan2021. B4:30jan2021. Information was received that the service engineer (se) inspected the device and replaced the overly keypad to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.